Manufacturer narrative:
H3 - device evaluation: lens was returned with moisture, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be out of specification. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type event was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm ,vticmo12.1, -9.0/1.5/85 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. This explant resolved the problem. Cause of event was reported to be unknown.